Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
On the (B)(6) 2012: a total knee prothesis was placed (left) - according to lazi rush principle (stryker prothesis). On (B)(6) 2014 - revision operation performed: plate was replaced by another plate of 13mm instead of 11mm (primary implant). Prothesis: triathlon placed via lazy rush principle. Cr component of 11mm was replaced by cs component of 13mm.